Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low sensor scan and was seen by paramedics who determined they were hyperglycemic and received insulin (dose/type unknown) for treatment. No additional information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 126 mg/dl was taken in comparison to a built-in meter reading of 269 mg/dl, and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.